Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Relative manufacturer reference number: 2938836-2020-08543. It was reported that when the patient presented for follow up in clinic, loss of capture, and phrenic nerve stimulation was noted on the left ventricular (lv) lead. The right atrial threshold was found to be high. Programming changes were made. The patient was discharged.